Event description:
It was reported that the 9800 system locked up during a case and the joystick was not working correctly. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The power cord was found loose, this was corrected. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and placed back into service.